Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the instrument was received engaged with the subject reload. The instrument firing knobs were slightly advanced leaving the reload jaws in the clamped position. The instrument firing knobs were retracted fully, allowing for release of reload jaws. The reload was unloaded from the instrument with difficulty. Functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, while resecting the bronchus, after firing the loading unit and when the surgeon tried to open the jaw, it did not open. He carefully pulled it out and handed it to the nurse however, it could not be disassembled. The loading unit was stuck with the body. There was no patient injury.